Event description:
It was reported that the atrial lead exhibited noise and fluctuating impedance measurements. False automatic mode switch episodes led to inappropriate therapy. Potential atrial lead damage was suspected. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.